Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device was programmed with test boluses and monitored. All boluses delivered properly. No bolus anomaly noted. Device was also monitored with multiple basal profiles and monitored. Basal profiles delivered properly. No basal anomaly noted. No under delivery anomaly or over delivery anomaly noted. Device uploaded properly using care link. Device had minor scratched display window and a pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not giving correct insulin. Customer¿s blood glucose level was 18.0 mmol/l. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.